Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent atrial undersensing was observed. High atrial capture threshold was also noted. The patient was asymptomatic. Programing changes were made and the physician will continue to monitor the system.